Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-8336-70, serial: (B)(4), batch: 7038532.

Event description:
It was reported that the patient had an infection at the incision site. No symptoms were noted the cause of infection was unknown as per physician. The patient was prescribed with antibiotics. The patient underwent an explant procedure wherein the ipg and a tail of the paddle lead were removed. The rest of the paddle lead remains implanted. The explanted devices will not be returned since it was discarded by the facility.

Event description:
It was reported that the patient had an infection at the incision site. No symptoms were noted the cause of infection was unknown as per physician. The patient was prescribed with antibiotics. The patient underwent an explant procedure wherein the ipg and a tail of the paddle lead were removed. The rest of the paddle lead remains implanted. The explanted ipg will not be returned since it was discarded by the facility. Additional information was received that the patients lead was explanted due to infection. The explanted lead will not be returned. No further information has been obtained despite good faith efforts.